Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 5 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 2190 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac006 met release specifications. As of 11/20/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20nxac006 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20nxac006 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support a low conductivity alarm caused by the naturalyte liquid concentrate. Upon follow up, the customer said that during treatment, the conductivity was at 13.3 and tcd 13.8. The patient was switched to another lot mid-treatment without any ill effects or adverse events. Per the biomed, there has not been any recent service to the machine that would effect conductivity and that they use bibag 400rx12, lot number unknown. The biomed reported that there are 4 cases affected.